Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A valve actuation test was performed and failed. When building pressure the cycler powered down. This failure was traced to thermal decomposition found on c32 of the I/o board. The I/o board was replaced. A voltage check was performed and passed. A system air leak was performed and failed. Safety clamp tubing was found to be loose causing a pressure leak. The safety clamp tubing was replaced. The pressure was then stable. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that the liberty select cycler alarmed with an m59 pressure leak error during step 2 of setup. There was no patient involvement. The ok button was pressed several times however the error reoccurred. The cycler was also rebooted and treatment was resumed and the error reoccurred. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition on a capacitor on the input/output (I/o) board was identified.